Event description:
It was discovered during service repair on 10/19/2006 that noise was detected when the device was analyzing. The device was not able to deliver energy.

Manufacturer narrative:
Eval summary: the device is an automatic external defibrillator (AED) and the actual device involved was returned by the user facility. This complaint originally was not reportable but during repair, it was identified that noise was detected when the device was analyzing. Evaluation by welch allyn confirmed product malfunction and the device was unable to deliver energy and the complaint was escalated to reportable. The investigation isolated the cause of this failure to a resistor, found to be open on the preamp board causing the noise in the ECG signal. This component is part of the interface for the device's charging and discharging circuitry and due to its failure, energy could not be delivered. The resistor was replaced and the device passed testing to confirm the repair was effective. The conclusion of the investigation is that an open resistor caused the failure of the device. A review of previous repairs indicates four reported failures for this component and identifies the frequency of this problem appearing in distributed devices as rare. The device was fully inspected and passed all performance and release testing.